Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1500 mcg/ml compounded baclofen at a dose of 368.8 mcg/day, 30 mg/ml bupivacaine at a dose of 7.376 mg/day, and 500 mcg/ml clonidine at a dose of 122.93 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump was refilled on (B)(6) 2017. The expected residual was 0 ml and the hcp got 10 ml back. The empty reservoir alarm was alarming because the patient had not come for his scheduled refill due to an unknown personal reason. The pump was refilled with 20 ml. There were no actions/interventions performed yet besides the refill. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The hcp planned to bring the patient back on the next refill date and check residual unless he had symptoms of withdrawal. The issue was stated as not resolved and the patient status was alive with no injury. The pump logs showed that the empty reservoir and low reservoir alarms occurred. The elective replacement indicator was at 66 months. It was noted that there was 10 ml of fluid in the pump and a representative was called.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-jan-30. There were no symptoms mentioned by the patient. The cause of the volume discrepancy was not determined. The volume discrepancy had not been resolved. The chief complaint of the patient was spasticity due to multiple sclerosis (ms). The patient was (B)(6). The patient was being treated for spasticity related to a long history of ms. An intrathecal pump was placed for the patient in 2002. The patient had been receiving intrathecal baclofen and had been fairly stable. The patient had been having less burning with the addition of clonidine, but had no further improvement. The patient reported somewhat more leg weakness, which he felt was related to progression of his ms. The patient stated that the extreme humidity actually made him worse, but the patient was keen not to take too many oral medications. The patient came to the office for regular refill of his intrathecal pump. The patient reported that the use of oxycontin and oxycodone as a combination had not been very beneficial. The patient reported that he had taken multiple tablets of percocet before he gets relief and had be en using gabapentin. That appeared to have been of some help, but not too much. The patient did report that the additional bupivacaine had been beneficial. It helped to reduce the amount of pain. The combination of pain medication had been good. He had not been using the personal therapy manager (ptm) as much as before. The patient reported he had been quite stable. The patient continued to be at home and had help. On (B)(6) 2016, the patient had come in for a regular refill and recently had the pump replaced. On 2016-jul-19, the patient reported he had recently been admitted to the hospital and was still in the hospital because of very severe bronchitis. The patient reported that his situation had been stable otherwise. The patient was using the ptm on an as-needed basis. The patient did report that he had been stable except for this recent episode. On 2016-sep-26, the patient reported he had recently had pneumonia. The patient was in the hospital for about 5 days. The patient continued to receive antibiotics. The patient reported that he was improving. On 2016-dec-07, the patient reported that he continued to take oral pain medications. He had been on oxygen 24/7. He appeared to be a lot more awake now. The patient indicated that he did continue to have a lot of help at home. On (B)(6) 2017, the patient had been having issues with memory. It had been difficult for the patient to remember when he needs to come for a refill. He agreed for the hcp to contact his housekeeping aide. The patient reported that he had been receiving help 6 hours a day for 5 days a week. The aid had not been doing any exercise or stretching. The morning time is quite difficult. Current medications: paxil, oxycodone 15 mg tablet (1 tablet by mouth), oxycontin 40 mg tablet extended release 12 hours (1 tablet by moth), baclofen 1500 mcg/ml (1 syringe intrathecally), clonidine 500 mcg/ml (1 syringe intrathecally), bupivacaine 30 mg/ml (1 syringe intrathecally). The medication allergies were listed as savella, other reaction. It was indicated that the family history included the mother had a stroke. It was stated that the patient was retired, smokes an average of 1-1/2 packs per day, the patient is a light drinker, and has the recreational drug use of marijuana. The most recent immunization for the influenza vaccine was (B)(6) 2016 and for pneumococcal polysaccharide vaccine (ppv) on (B)(6) 2015. The patient had fatigue and sleeping problems. The patient had leg cramps or pain in the legs when walking a short distance and swelling. The patient had a limitation of use of a joint, joint pain, pain when using muscles, stif fness in joints, joint swelling, and weakness. The patient was feeling sad more than usual (depressed) and had trouble sleeping. The patient was a 3 on the pain scale for movement. The patient was on a stretcher and was spastic without scissoring. The station was wide based and unsteady. The patient had a surgical scar oriented vertically on the lumbar spine. For the hip and thigh, the range of motion (rom) was moderately limited in extension, flexion, abduction, and adduction. Rom was moderately limited hypertonia involving the entire lower extremities. The patient had pain in the right and left legs. The next follow-up appointment was (B)(6) 2017. It appeared that the combination of medications was not working out very well for the patient. The hcp explained to the patient that he needed to stay active. The patient also needed to continue to exercise on a regular basis. It was noted that the patient had an empty reservoir alarm, but the patient had about 10 cc in the pump on (B)(6) 2017. Telemetry was performed and the patient¿s baclofen was set at 250 mcg in addition the patient could get 40 mcg to his ptm up to a maximum of 3 doses per day. It was noted that the patient had a hnmc surgery on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.